Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that cutting failure of the probe occurred. The condition of aspiration and actuation was unknown. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two other complaints for the reported issue. One complaint sample was returned for evaluation. The complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. The cutter did not close fully. An aspiration test was performed and deemed conforming. A cut test was performed and deemed nonconforming. The probe pulled the tissue and left two strands. The probe was disassembled and the components inspected. There was approximately 10 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. The extension was able to be pulled out of the coupling. The complaint evaluation does confirm the probe had a problem with actuation and cutting, which can be attributed to the customer¿s reported event. The cause of the nonconforming actuation and cutting can be attributed to the separation of components within the probe. It appears that after approximately 10 minutes of use, the adhesive bond failed causing the extension to detach from the coupling. An investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).